Manufacturer narrative:
Details of complaint: the customer reported that the remote network station (rns) and central nurse's station (cns) were displaying intermittent signal loss for all monitored telemetry transmitters. The customer said that this issue usually started with a single tile showing signal loss after which all tiles started showing the same. No patient harm was reported. Details of complaint: nihon kohden technical support (nkts) performed troubleshooting actions and determined one of the antenna was not displaying the led light. Nk ts walked the customer through troubleshooting steps and the antenna was replaced. However, the issue persisted. Nk ts suggested replacing a cable, but the customer informed nk ts that the issue resolved on its own without replacing any wmts equipment. The root cause is determined to be the facility's network environment. The most likely cause was external noise interference. A review of the serial number history shows no recurrence of the reported issue.

Event description:
The customer reported that the remote network station (rns) and central nurse's station (cns) were displaying intermittent signal loss for all monitored telemetry transmitters. The customer said that this issue usually started with a single tile showing signal loss after which all tiles started showing the same. No harm or injury was reported.

Manufacturer narrative:
The customer reported that their remote network station (rns) and central network station (cns) are displaying intermittent signal loss for all monitored tele beds. The customer said that this issue usually starts with a single tile showing signal loss after which all tiles start showing the same. No harm or injury was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. Additional device information: concomitant medical device: the following device(s) were used in conjunction with the rns: cns: model #: ni. Serial #: ni. Device manufacturer data: ni. Unique identifier (UDI) #: ni. Transmitters: model #: ni. Serial #: ni. Device manufacturer data: ni. Unique identifier (UDI) #: ni.

Event description:
The customer reported that their remote network station (rns) and central network station (cns) are displaying intermittent signal loss for all monitored tele beds. The customer said that this issue usually starts with a single tile showing signal loss after which all tiles start showing the same. No harm or injury was reported.